Event description:
The customer reported the monitor at the workstation did not display an image. A reboot did not correct the problem. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.